Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: gunther tulip filter with hook embedded in vena cava wall approached from the right jugular vein and tried to capture the filter hook with the retrieval loop (snare), but was unable to do so because the filter was tilted. Also, as the retrieval loop (snare) opened poorly and was uncomfortable to operate, it was taken out of patient's body. The user replaced (B)(4) with snare from another manufacturer and tried to retrieve the filter, however it was unsuccessful. As a result, it was decided that the filter was permanently implanted. Patient outcome: no adverse effect on the patient has been reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). UDI is unknown as no information on product have been provided. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: unable to capture the tulip filter, because it was tilted. Also, the retrieval loop (snare) opened poorly and was uncomfortable to operate. After another unsuccessful retrieval attempt with another device, it was decided that the filter was permanently implanted. The filter was not returned nor was imaging obtained. Therefore, based on the limited information only it would be inappropriate to speculate at what may or may not have caused the tulip filter with an unknown dwell time to tilt and consequently the reported difficulties in retrieving it. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. There are adequate controls in place to ensure the type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.